Manufacturer narrative:
The customer checked the sipper nozzle and found a broken tab on the snap cap. They replaced the cap, performed a mechanism check successfully with no alarms, and ran qc which passed. The investigation determined the customer¿s actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na, k, for gen.2 results for one patient sample with a cobas 6000 c501 module. The reporter was receiving a sipper nozzle alarm during operation and discrepant results occurred. The initial na result was 115 mmol/l. The repeated result was 137 mmol/l. The initial k result was 2.9 mmol/l. The repeated result was 4.2 mmol/l. The questionable results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but not provided.